Event description:
It was reported that the coil broke. A 60cm embold? Packing coil was selected for use in the embolization of a hepatic bleed. The vessel was moderately tortuous. During the procedure, the coil was unable to advance through the microcatheter. The coil made it to the middle/distal portion of the microcatheter before it could not advance any further. There was resistance during advancement and retraction, and the coil broke inside the microcatheter. The coil broke off from the distal coupler. The coil was removed together with the microcatheter. The procedure was completed with another embold? Coil of the same size. There were no patient complications as a result of this event. It was further reported that two microcatheters were used in this case, but it could not be confirmed which one encountered the issue: a 2.4f non-boston scientific microcatheter and a truselect microcatheter.

Event description:
It was reported that the coil broke. A 60cm embold? Packing coil was selected for use in the embolization of a hepatic bleed. The vessel was moderately tortuous. During the procedure, the coil was unable to advance through the microcatheter. The coil made it to the middle/distal portion of the microcatheter before it could not advance any further. There was resistance during advancement and retraction, and the coil broke inside the microcatheter. The coil broke off from the distal coupler. The coil was removed together with the microcatheter. The procedure was completed with another embold? Coil of the same size. There were no patient complications as a result of this event.